Event description:
Rptr stated that pt's blood glucose was over 300 mg/dl and they were unable to get it back down. Pt changed infusion sites three times and gave themselves three insulin boluses, but blood glucose would not decrease. Pt then switched to insulin injections and their blood glucose came down. Pt is now using back-up device and all is ok; rptr thinks that the original device caused the high blood glucose. No error messages were generated by the original device.